Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, it was observed that the rv sense signal has been decreasing since implant and the capture threshold was increased. Physician suspected lead damage. At a second follow-up, the rv signal was stable and in normal range. The lead remains implanted.